Manufacturer narrative:
(B)(4). Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Unable to verify battery power loss alarm due to blank display noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power loss alarm, replace battery alarm. The insulin pump was able to clear the alarm and it was not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.